Event description:
It was reported, a pt with a history of rheumatic heart disease and severe mitral stenosis underwent mitral valve replacement surgery. Postoperatively, the pt experienced shortness of breath on exertion. An echocardiogram revealed an elevated gradient and indicated an impeded leaflet. The pt underwent thrombolysis and has shown signs of improvement. The device remains implanted and add'l info has been requested.